Manufacturer narrative:
Refer to manufacturer report #3004209178-2014-17863 and 3004209178-2014-17866 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedances were found on the patient¿s implantable neurostimulator (ins). It was noted that the high impedance seen was 3480 ohms and the electrodes pairs with the issue were case and 7, 4 and 7, 5 and 7, and 6 and 7. Reportedly, the potential open circuit existed prior to replacement and after a new implantable neurostimulator (ins) was implanted on (B)(6) 2014. It was noted the original implantable neurostimulator (ins) had reached its end of service (eos). It was stated there was no action required but the product issue was resolved. The patient¿s status was reported as no injury. If additional information is received, a follow-up report will be sent. Additional information received reported the patient¿s open circuit was not related to the settings. The physician was already aware of the open circuit and the patient¿s battery depletion was normal. The patient was doing fine. Additional information was received from the manufacturing representative indicating that on 3/15 the battery was replaced due to normal battery depletion. The patient still has a possible open circuit of 3395 ohms at c+ and 7-. Possible open circuit not impacting therapeutic settings and patient is doing well with settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that no cause of the open circuits was determined and the ins that was recently replaced was discarded.